Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during initial drain. Neither the hp nor the bags had disconnected, and there were no issues during prime. The hp also received a system error 2367 alarm. The hp would start over with new supplies. Baxter product surveillance (bps) spoke with the registered nurse on (B)(6) 2011. She stated that the patient had not contacted her about the event, but that his therapy had been going well since. Bps spoke to the home patient on (B)(6) 2011. He stated that after starting over with new supplies, therapy went well. He had not noticed anything unusual about his supplies or set up that may have caused the alarm. Therapy since has been going well, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.